Event description:
The patient reportedly experienced facial nerve stimulation and sound quality issues with his implant. External equipment was exchanged and programming adjustments were made. Testing showed that the device was functioning. Surgery to explant the patient's device will be scheduled.